Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer technical support provided instructions to reset the pump, assisted the caller in doing so, and found that the malfunction code did not recur. The caller was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.